Event description:
Catheter disconnection from IV hub reported. Report received from abbott international affiliate, abbott spain states: "an abbocath was placed in a male in order to start continuous IV fluid therapy. Twelve hours after the device was placed, the system for continuous IV therapy was disconnected, and an adapter with heparin was connected to the abbocath. After that, the nurse realized that the dressing around the abbocath-t was damp. The nurse took away the dressing and realized that the catheter of the abbocath had detached from the device. A surgeon extracted the device from the forearm. The pt did not present any untoward consequence." No further info is available.